Manufacturer narrative:
A replacement transformer was sent to the customer. Attempts to retrieve the product were unsuccessful. In follow up with the customer, she stated that the transformer broke apart when she removed it from the outlet. She also indicated that she did not witness any sparking, fire or flame and that no injuries were sustained as a result of the issue. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Should additional information or the original product be received, resulting in new, changed or, correct information, a follow up report will be filed.

Event description:
The customer reported to customer service that she went to unplug her power adaptor from the wall and entire casing is cracked and falling apart.